Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawers failing daily, and some drawers could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had multiple drawers failing and some drawers that cannot be recovered. A field service engineer tested the system using diagnostics and identified failures in drawer 3.2. Reseated the drawer cables and retested. Drawer was functioning as expected. The system functioned as intended after the field service engineer repaired the device.